Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿ controller ac adapter / (B)(4) / model #: 1430us. Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650 / expiration date: 2018-05-31 UDI #: (B)(4) mfg date: 2017-05-31 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-09-30 UDI #: (B)(4) mfg date: 2017-09-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient experienced power switching with two batteries and one controller ac adapter. The controller exhibited a double power disconnect, power switching and the display "went blank". There was a vad re-start event associated with power loss of the controller. It was noted that the power sources were previously lubricated. The controller and the controller ac adapter were replaced. The batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and the controller ac adapter were returned for evaluation. The batteries (bat555530, bat586076) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the controller ac adapter revealed that the device passed external visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual examination of the returned controller revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. Additionally, visual inspection revealed contamination in both of the controller's power ports. The observed hairline cracks and contamination in power ports are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. A possible root cause of the observed contamination can be attributed, but not limited to handling of the device. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries bat555530, bat586076 and an additional battery. Additionally, log files analysis revealed a controller power up event on (B)(6) 2018 at 20:44:29. The data point prior to the loss of power revealed that an active adapter was connected to power port one and bat555530 was connected to power port two with 94% relative state of charge (rsoc). The data point recorded after the loss of power revealed that bat586076 was connected to power port one and no power source was connected to power port two. The controller was without power for 8 seconds. As a result, the reported power switching and loss of power events were confirmed. There is no evidence that the lubrication servicing was performed on the reported devices. The most likely root cause of the reported "power switching" event can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation evaluated momentary disconnections and was initiated to capture events involving the controller losing power. Additional products: d4: model #: 1430us / catalog #: 1430us / expiration date: unk / serial or lot#: cac106529, UDI #: asku. D10: yes, return date: (B)(6)2019. H3: yes. Dev rtn to MFR? Yes. H6: FDA method code(s): 10. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D4: model #:1650 / catalog #: 1650 / expiration date: 31-may-2018 / serial or lot#: bat555530. D10: no. H3: yes. Dev rtn to MFR? No. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12. D4: model #:1650de / catalog #: 1650de / expiration date: 30-sep-2018 / serial or lot#: bat586076. D10: no. H3: yes. Dev rtn to MFR? No. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.